Manufacturer narrative:
(B)(4). Batch # p5856h. Investigation summary: the analysis results found that the cdh29a device arrived with the anvil missing. Only the half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that the cdh29a was used in a sigmoid resection. The donuts were fine. Video rectoscopy during the surgery was seen that "anteriorly right lateral side the staple line was not closed." At least 4 staples were open and bleeding was seen in that area. They noticed intraoperatively the false staples and sutured the area. Three intracorporeal sutures was used during the surgery (manually sutured). Surgery was delayed by forty minutes. Surgery was successfully completed, there was no leakage afterwards, and there was no patient consequence. Patient was reported to be doing fine.